Event description:
It was reported, that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was noted, that the right ventricular (rv) lead exhibited noise. And high capture threshold measurements. The rv lead was capped and replaced on (B)(6) 2023, during a scheduled lead revision procedure. The patient was in stable condition throughout.